Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 350-450mg/dl and trace amounts of ketones. Customer administered correction boluses to treat the bg levels and consumed water to address the ketone levels. Reportedly, the customer had suffered an injury due to falling as a result of the combination between high bg levels and neuropathy. Recommendation was made to consult with health care provider to discuss diabetes management.